Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign contaminates were found inside the sealed packaging of the bd luer-lok¿ disposable syringes. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that foreign contaminates were found inside the sealed packaging of the bd luer-lok¿ disposable syringes. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8. Device single use?: no. H.3. Device returned to manufacture: yes. Investigation summary: 1 photo, two full shelf cartons and two plastic zip lock bags of sealed packaged syringes were received, confirmed to be from batch #8026690 (p/n 309628). The physical samples were visually evaluated. Two shelf cartons ¿ 200 packaged syringes. No defects observed. Bag 1 ¿ 138 packaged syringes. No defects observed. Bag 2 ¿ 218 packaged syringes. 47 packages found with black and brownish foreign matter greater than level 3 which is rejectable per product specification. One photo showed two strips of 5 packages each, with only 9 of them clearly visible. 5 of the packages in the photo were cavities 1-5. All packages had foreign matter inside them. The foreign matter found in the physical samples matches that depicted in the photo provided with the complaint. DHR review shows release date: 02/24/2018. Released quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8026690 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The returned syringes were examined and both exhibited dark and brownish material inside the sealed blister packs. Fourier transform infrared (ftir) analysis was completed on each of the different types of material seen in the sealed blister packs. A small portion of each of these materials was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that the dark material is polycarbonate while the brownish material is cellulose and lignin (cardboard). The foreign matter identified is found in the packaging process. The barrels are composed of polycarbonate. The polycarbonate particulate is collected on the machine tooling as part of the normal manufacturing process. Cardboard or paper is not used in manufacturing with the exception of the top and bottom web cores. It is possible for stray paper particles to accumulate on surfaces in small amounts. The machine surfaces are cleaned every shift. However, during any machine intervention such as machine work or adjustments performed a potential for foreign matter contamination exists. An aggregation of foreign matter material similar to what was identified in the package was found near the forming station. When the forming station cover is removed for any reason that foreign matter can potentially affect a few shots of product. As corrective actions, the formed shots between forming and loading stations will be discarded following machine stoppage instead of being loaded with product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.